Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s ins has been dead for about 6 months. It was reported that the patient tried to charge the ins for 2 hours but was not getting anywhere. The patient made an appointment with their healthcare provider (hcp) to have an MRI because they are not getting any relief in their back. The patient turned the stimulation down as low as they could because it would shock them so hard that they would scream. No further complications are anticipated.